Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced multiple low blood glucose incidents that required medical intervention. On (B)(6) 2018, the customer had a blood glucose of 20 mg/dl and emergency medical services arrived on scene. The customer was treated with carbohydrates and milk. On (B)(6) 2018, the customer had a car wreck due to a low blood glucose of 20 mg/dl. It was not reported if the customer was driving the vehicle during the incident. The customer was wearing the insulin pump system within 48 hours of the event. The patient was admitted into the hospital and treated with food. Troubleshooting did not occur on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test .the no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).